Manufacturer narrative:
Medtronic received the following information from the journal article entitled: "four-year experience with the endurant stent graft for abdominal aortic and common iliac artery aneurysms in 50 consecutive japanese patients." Nishibe t, iwahashi t, kamiya k, takahashi s, kawago k, maruno k, fujiyoshi t, iwahori a, suzuki s, koizumi n, koizumi j and ogino h. International angiology 2019 10.23736/s0392-9590.19.04023-9. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms and common iliac artery aneurysm. The following events were reported: serious injury: infection, rupture, occlusion, aneurysm, enlargement, re-intervention.